Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify high bg alert/sensor anomaly due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose level and pump error. The customer¿s blood glucose level was 240 mg/dl at the time of incident and the current blood glucose level was 286 mg/dl. The customer assisted with troubleshooting for high blood glucose. The high blood glucose was treated with insulin pump. The customer does not allege insulin pump was under delivering. Customer performed high pressure test and it was passed. The insulin pump will be returned for the analysis.